Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the proximal left anterior descending artery with heavy tortuosity and mild calcification. During the procedure, a perforation occurred which required the use of a graftmaster stent. The 3.5 x 16 mm graftmaster stent delivery system (sds) was advanced, but could not cross to the lesion due to the anatomy. A 3.0 x 19 mm graftmaster sds was used successfully. The patient had a good outcome. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.